Event description:
The pt's clinical pattern showed a severe hemolysis. Echocardiograms had been done to rule out detachment, pannus and thrombus. The echocardiogram done one week before explant showed a small detachment. This was not evident at the time of explant.